Manufacturer narrative:
As reported, while using a 6f exoseal vascular closure device (vcd), the operator found that the color of the indicator window changed to black for about 2 seconds, then blood return indicator showed pulsatile blood flow again. However, the operator thought that it should have reached its intended position at this point and pressed to release the plug. There was no patient injury. The vcd was used to stop bleeding in a contrast surgery. The procedure used a retrograde approach, and the physician had achieved certification for using the exoseal vcd. There were no visible signs of device or package damage prior to use, and the catheter sheath introducer (csi) used was a 6fnon-cordis short sheath. The device was stored and prepped according to the instructions for use (IFU). The suitability of the femoral artery was not verified through angiography, but the vessel diameter was confirmed to be greater than or equal to 5mm. The puncture site showed no visible calcium or plaque, no vessel tortuosity, no stent nearby, and no stenosis greater than 50%. There were no previous closure devices or manual compression used at the target site within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Hemostasis was achieved through manual compression. Pulsatile flow was observed from the bleed-back indicator, which was not visibly damaged, nor was there any damage noted with the indicator window. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped, and the window changed to black while pulsatile blood flow was still observed. The deployment lever was depressed, and the indicator window did not show any red color during retraction. A non-sterile unit of the product ¿vascular closure device 6f - us¿ was received for product evaluation as well as a photo. In the photo, a 6f exoseal from lot 18185702 was observed inserted into an unknown csi. The indicator window could not be observed in the photo provided; however, the button was pressed. No anomalies nor outstanding details could be observed with the image provided. Per visual analysis, the device inspection revealed the following conditions: the delivery shaft was inserted into an unknown non-cordis csi of the proper french size; the deployment lever was not depressed; the indicator window was in black/white position; the plug was not deployed; the cowling guard was locked; the bleed back port was set at its manufactured position, the indicator wire was deployed, and the device was blood-saturated. No other outstanding details were observed to the returned device. Per functional analysis, the cowling guard was set to the locked position to deploy the indicator wire, so the indicator wire was pulled to move the indicator window from the black/white state to the black/black state. At the black/black stage, the deployment button was pushed down, fully depressing it, and the plug was deployed. The indicator window turned to the black/red/white state. The device successfully performed the deployment process. Per microscopic analysis, the device case was carefully opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism was correctly assembled, and no anomalies were observed. The reported event of ¿indicator window-incorrect indication¿ was not confirmed through analysis of the returned device as it passed functional analysis with no anomalies noted. Additionally, it could not be confirmed through the analysis of the picture received as the indicator window could not be visualized. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the incorrect indication issue reported, especially since the device received did not match the description provided or image received as the device received was not deployed. However, procedural/handling factors may have contributed to the incorrect indication noted. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are cautioned that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. Avoid the use of the exoseal vcd in patients with arteriotomies created in areas of calcified plaque or in vessels with diameters < 5 mm. It also cautions if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Neither the product analysis, picture analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, while using a 6f exoseal vascular closure device (vcd) the operator found that the color of the indicator window changed to black for about 2 seconds, then blood return indicator showed pulsatile blood flow again. However, the operator thought that it should have reached its intended position at this point and pressed to release the plug. There was no patient injury. The vcd was used to stop bleeding in a contrast surgery. The procedure used a retrograde approach, and the physician had achieved certification for using the exoseal vcd. There were no visible signs of device or package damage prior to use, and the catheter sheath introducer used was a 6fnon-cordis short sheath. The device was stored and prepped according to the instructions for use (IFU). The suitability of the femoral artery was not verified through angiography, but the vessel diameter was confirmed to be greater than or equal to 5mm. The puncture site showed no visible calcium or plaque, no vessel tortuosity, no stent nearby, and no stenosis greater than 50%. There were no previous closure devices or manual compression used at the target site within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Hemostasis was achieved through manual compression, and pulsatile flow was observed from the bleed-back indicator, which was not visibly damaged, nor was there any damage noted with the indicator window. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped, and the window changed to black while pulsatile blood flow was still observed. The deployment lever was depressed, and the indicator window did not show any red color during retraction. The device is being returned for evaluation.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing/review. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, while using a 6f exoseal vascular closure device (vcd) the operator found that the color of the indicator window changed to black for about 2 seconds, then blood return indicator showed pulsatile blood flow again. However, the operator thought that it should have reached its intended position at this point and pressed to release the plug. There was no patient injury. The vcd was used to stop bleeding in a contrast surgery. The procedure used a retrograde approach, and the physician had achieved certification for using the exoseal vcd. There were no visible signs of device or package damage prior to use, and the catheter sheath introducer used was a 6fnon-cordis short sheath. The device was stored and prepped according to the instructions for use (IFU). The suitability of the femoral artery was not verified through angiography, but the vessel diameter was confirmed to be greater than or equal to 5mm. The puncture site showed no visible calcium or plaque, no vessel tortuosity, no stent nearby, and no stenosis greater than 50%. There were no previous closure devices or manual compression used at the target site within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Hemostasis was achieved through manual compression, and pulsatile flow was observed from the bleed-back indicator, which was not visibly damaged, nor was there any damage noted with the indicator window. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped, and the window changed to black while pulsatile blood flow was still observed. The deployment lever was depressed, and the indicator window did not show any red color during retraction. The device is being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.